Manufacturer narrative:
It was reported that after around 4 months of stent placement, the stent was found being fractured under the endoscope. Based on the attached photo, it is confirmed that the stent was fractured. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can occur by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Esophageal structure where stent was implanted is a part with active peristalsis. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since the device was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based the stent being fractured in the attached photo, it is assumed the even though the fracture point of the stent was not at the activation part of sphincter, stent fracture occurred due to the combination of continuous stress on the stent from the pressure generated from the patient's lesion, peristalsis of organs and other factors complexly. In the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include but are not limited to: stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2024: hyperplasia was found in another stent, which had been placed for approx. 6 moths. Then, the physician placed est1808f. On (B)(6) 2024: overgrowth was suspected, so, the physician used an endoscope to check the stent and found a stenosis at the proximal side of the stent (est1808f). The physician encountered strong resistance for advancing the balloon through the stenosis site for dilation but was finally able to perform balloon dilation for the stenosis site. After that, the stent was found being fractured under the endoscope. The physician was able to suspect that the stent might have been fractured prior to balloon dilation because a notch was already found in the stent flare part under the fluoroscopic image before balloon dilation. The physician also commented that the fracture point of the stent was not at the activation part of sphincter and the like, and the patient was on a liquid diet, so it is hard to think it was caused by metal fatigue. The physician does not consider the event as an incident. The stent fracture was not found during the stent placement on (B)(6) 2024. No fractured pieces of nitinol wire were confirmed in the patient's body. The tissue in the fractured part of stent seemed to be cancer tissue. Additional stent placement is under consideration but the patient is currently under observation because the patient is elderly and is on a liquid diet. There were no patient complications as a result of this event.